Event description:
It was reported that on (B)(6), 2022, during implant procedure, a first rv lead was inserted to patient. Lead helix was screwed to place the lead, but no lead signal, parameter was found. Attempts of screwing the rv lead to re-position were made but the same issue still persisted until the lead was misshaped and could be no longer screwed to re-position anymore. A second rv lead was inserted to patient but the same issue as the first rv lead still persisted until misshaped and no longer screwed to re-position. Both leads were not used and discarded by hospital. Both the first and the second rv lead were alleged for difficulty to set-up, prepare and mechanical problem. A third rv lead was used to continue the procedure. No issued was identified. The procedure was completed with no adverse patient consequences.